Event description:
It was reported that during an MRI, the patient experienced heating at the lead site. The patient reported the heating stopped once the MRI stopped. Additionally, the patient reported they are not receiving adequate pain relief with their scs system. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.